Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5154430.

Event description:
It was reported that patient was experiencing inadequate pain relief and rib stimulation as a result of lead migration as revealed through x-ray. Patient complications were pain and discomfort. The lead was replaced and the new lead was placed down a level. The patient was reprogrammed and was doing well postoperatively. The explanted lead was discarded.